Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g376 was conducted. There were no non-conformance associated with this lot. This lot met all release requirements. A review of kit lot g376 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were returned for investigation. The photographs verify the reported centrifuge bowl leak/break as there is blood at the bottom of the centrifuge chamber and on top of the pump deck. The bowl appears to be locked into the bowl holder and there is a large crack across the centrifuge bowl. The drive tube appears to be fully intact and contained in the retainer clips. The bowl passed weld engagement inspection and leak test during manufacturing. The device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause of the bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
Customer called to report a centrifuge bowl leak during the treatment procedure. The customer stated that approximately 227 ml of whole blood was processed at the time the leak occurred. Customer stated the treatment was aborted and the patient was stable. Customer stated they were able to start another procedure for this patient. Customer stated that no alarms occurred. The customer returned a photograph for investigation.